Manufacturer narrative:
This product is not commercially available in us, this was reported due to human error. Please void this report.

Event description:
Allegedly, patient was revised due to instability. Srnjr number: (B)(4). Side: r. Gender: m.